Event description:
- -

Manufacturer narrative:
According to available information, this right ventricular lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. (B)(6) months later, a further high out of range impedance measurement was displayed. In addition, low amplitude measurements were noted. These measurements were reported to the physician and will be further monitored.

Event description:
Boston scientific received information that this right ventricular lead displayed high out of range right ventricular lead impedance measurements. The physician was notified of this issue and determined this measurement was acceptable for this high impedance lead. In addition, it was determined there was no lead fracture and the lead condition appeared normal. This issue will be further monitored. No adverse patient effects were reported. The device and right ventricular lead remain implanted and in service.